Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty pulling out the guidewire. The lead was no longer used and replaced. The patient was in stable condition before, during and post surgery.